Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced small burns/blisters with scab formation on the neck and cheeks after procedure. The highest energy level used was 4.0. Reportedly, clinician classified burn as a second degree burn. Patient was told to use cerave cleanse, aquaphor and triamcinolone cream topically for a few days. In the physician's opinion the burns will heal without a permanent scar if treatment plan is followed.

Manufacturer narrative:
Evaluation of the returned treatment tip did not find any problems or defects. An evaluation of the data card indicated error messages were prompted during the treatment to alert the user about not maintaining full contact to skin with consistent and sufficient force during rep delivery. If errors occur during treatment the rf delivery is stopped and the system will display instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. According to thermage cpt system technical user manual, burns, blisters, scabbing, and scarring are possible adverse patient reactions thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.